Event description:
This report was received from (B)(4) and is a solicited report by a physician from (B)(6) of peritonitis in a patient coincident with imported extraneal viaflex and dianeal unknown therapies for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal and extraneal therapies was unknown. On (B)(6) 2012, the physician contacted baxter and reported the patient experienced peritonitis in early (B)(6) 2012. The cause of the peritonitis was unknown. Remedial treatments were not reported. At the time of this report, the peritonitis was ongoing and no pathogen was found. At the time of the report the patient had not recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.